Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus device was implanted with no additional patient complications reported.